Event description:
It has been reported to philips that fluoroscopy was not functioning. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the unit did not fluoro with the error message ¿low fluoro¿. During troubleshooting, the fse found that there was an issue with the cooling unit for x ray tube. The fse reset cooling system for tube and added oil to cooling unit. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.